Event description:
It was reported the patient (B)(6) was no longer able to charge her ipg and was without stimulation. An additional charging system was tried to no avail. The physician elected to explant and replace the ipg which resolved the reported issue. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.